Event description:
It was reported that a patient had her device disabled 6-10 years ago and then removed due to being anxious and eager/insistent on removal. The explanted device has not been received to date. No additional information has been received to date.